Event description:
On (B)(6) 2013, the patient's wife reported that he experienced elevated blood glucose level of 310 mg/dl due to an occlusion. The patient bolused 10 units of insulin and went to the hospital. Two hours later his blood glucose level was 395 mg/dl at the hospital. He was admitted and treated with an IV of insulin. The infusion device is not being requested to be returned because it properly alerted the patient of the occlusion. The infusion set was discarded by the patient; therefore, it could not be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. , no product was returned.